Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a spiroflex thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. There were numerous kinks throughout the shaft of the device. Functional testing was performed by placing the device in the angiojet console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. The device ran within normal range without any issues or alarms/errors; however, there was a leak in the shaft. The shaft was inspected and it was revealed that there was a hole in the pebax shaft, 19cm distal of the strain relief at one of the kinked locations. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4)

Event description:
Reportable based on device analysis completed on 17 jul 2018. It was reported the tubing was leaking saline. A spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure. During preparation outside the patient, a saline leak in the tubing was observed. Another of the same device was used to complete the procedure. There were no patient complications and the patient's condition was fine. However, device analysis found a hole in the catheter shaft.